Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up . Reference (B)(4).

Event description:
An angiodynamics territory manager, attanding the procedure, reported an event that occurred with a 14cm solero applicator. The tm's solero unit was checked by biomed prior to use for the procedure. The applicator was tested (100 watts 20 seconds) in saline prior to use with no issues. The ablation was started, percutaneously, at 140w for 6 minutes. When starting to ablate, a "high reflected power" message appeared. The doctor repositioned the applicator in an attempt to clear the message, which was successful. And two additional treatments were performed at 100w for 6 minutes. The probe was repositioned for the third time, but 1 minute into the treatment, the hrp appeared again. The patient was scanned , at which time it was noted the tip had broken off into the patient's kidney. It was determined to not remove the tip at that time. Post procedure, the physician commented that the probe was slightly bent before use, but he had straightened it. The reporting tm stated that she did not notice the bend. The location of the bend was unable to definitively determined, however the tm thought it was possibly at the tip junction.

Manufacturer narrative:
Returned for evaluation was a 14cm solero probe. The ceramic tip of the device was broken off and approx. 3mm of the base of the tip was still attached to the semi-rigid. The fracture point corresponds with end of the semi-rigid outer jacket. There was melted metal visible on inside the semi-rigid which is likely part of the melted center conductor. In a thermal event the center conductor will melt and separate which is consistent with this complaint. This appears to be a thermal event that melted the center conductor, fractured and detached the ceramic tip. The remaining portion does exhibit some charring. There are small copper "spatters" indicating the copper center conductor melted. The cause of this type of thermal event could not be definitively determined. The customer's reported complaint description of tip fractured and detached was confirmed. Root cause for the thermal event/tip detachment could not be definitively determined. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Corrections: h6 added health effect - impact code.